Event description:
The dome was detached in pts stomach. This incident occurred when the "nbr" was attempted to exchange. The catheter was in place for 270 days. The dome was removed from the pt by using resect scope and unknown retrieval device.